Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's lcd screen remained completely black. The lcd was replaced to repair the device. The pollen filter, exhaust fan assembly, and 43 micron filter were replaced per maintenance procedures. The device passed all subsequent tests.